Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional testing and no motor error alarms were noted. However, the drive support disk was found slightly loose. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.